Event description:
A customer reported the equipment's footswitch presented a problem during a cataract with intraocular lens implant procedure. The procedure was completed with the same equipment and accessory, following a delay of less than 15 minutes. There was no harm to the patient and no procedures were cancelled due to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).